Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope had a (B)(6) culture for coagulase (B)(6) staph. The culture was taken from the elevator area of the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the customer reprocessing. The oympus endoscopy support specialist (ess) visited the facility and found discrepancies in reprocessing such as using both the maj-1534 and maj-1888 on both the 160 ercp and the 180 ercp scope. The ess also noted that the user facility does not have suction in the reprocessing room.

Manufacturer narrative:
The scope was sent to a third party for microbiologial analysis. Moraxella osloensis, enhydrobacter aerosaccus and dermacoccus nishinomiyaensis were found in the air / water channel. Bacillus toyonensis was found in the instrument / suction channel. Staphylococcus capitis was found at the distal end. The scope was then eto sterilized and returned to olympus for physical evaluation. The evaluation found red and gray stains inside the instrument channel near the biopsy port and control body. There was also a kink in the bending section portion of the instrument channel. The scope passed the leak test. A review of production records found that the most prior olympus service involving a repair occurred in july 2018. The repair addressed frayed wires in the bending section.